Manufacturer narrative:
Follow-up #1: date of submission 08/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the black box data from the date of the complaint has been overwritten. The current black box data showed no evidence of short battery life. The battery life complaint was not duplicated during the investigation. The pump was able to power on with the returned battery cap. The pump electrical current draws measured within specifications. Upon removal of the pump case, no evidence of moisture or loose components was observed inside the pump. Unrelated to the original complaint, the battery cap was unable to fully tighten as the battery compartment was cracked from the threads to the case seal. A total of two cracks were noted to the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.